Event description:
This is filed to report clip entanglement, chordal rupture, intervention, and foreign body in patient. It was reported that a mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr). An xtw clip (20803r1004) was advanced in the patient and the leaflets were grasped at a2/p2. The first attempt of establishing final arm angle (efaa) was performed. However, the clip opened from 15-20 degrees to 30-45 degrees. Troubleshooting was performed and the clip still opened slightly but not more than 5 degrees. A third efaa was performed to make sure the clip was not opening more than 5 degrees, and they proceeded to deployment. After the clip delivery system (cds) shaft was detached from the clip, the fluoroscopy imaging showed the clip slightly opened from 20 degrees to 25-30 degrees. The clip remained stable on the leaflets and the decision was made to implant a second clip to further reduce the mr. A xt clip (20928r1001) was attempted to be placed at a3/p3. However, the leaflet visualization was poor due to shadowing and several grasping attempts were performed. While trying to capture both leaflets, a ruptured chordae was observed with an increase in mr. The clip was inverted and the physician tried to retract it back into the left atrium. The clip became entangled with the chordae and despite troubleshooting, the clip was not able to be freed. Therefore, the decision was made to deploy the clip. The clip was attached to the anterior mitral leaflet and a chordae, remaining stable after deployment. The procedure was ended with a mr grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced will be filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor imaging resolution was due to shadowing. The reported difficulty grasping the leaflets appear to be related to the reported poor image resolution, and the entrapment of device (clip entangled with chordae) appears to be due to procedure conditions. The reported tissue injury (chordae ruptured) appears to be due to the grasping issue, and foreign body in patient was due to the entrapment of device. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.